Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk), the associated device displayed a "check pads" message with these electrode pads attached. Complainant indicated that the clinician obtained another device to continue treating the pt and the same message appeared. Complainant indicated that the pt subsequently expired.